Event description:
The customer reported the ventilator shut down and alarmed while in use on a pt. The customer reported there was no pt harm. The ventilator was equipped with an optional backup battery for backup power. The respironics field service technician confirmed the ventilator would shut down when ac power was removed, and would not transition over to the backup battery for backup power. The field service technician replaced the power supply to correct the problem. Performance verification testing was performed and all tests passed to operating specs.

Manufacturer narrative:
Na